Event description:
The customer obtained a blood glucose reading of 41 mg/dl on a contour meter. Upon retesting on a different meter, a reading of 146 mg/dl was obtained. The customer did not feel any symptoms. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.